Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer changed the cartridge, infusion set and infusion site. Tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusion. The cartridge and infusion set had been in use for 3 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.